Event description:
It was reported that a stroke occurred. A sentinel embolic protection device had been used in a transcatheter aortic valve replacement (tavr) procedure. Eight (8) hours post procedure, the patient had a stroke. It was further reported that the patient's comorbidities are unknown. A non-bsc 26 valve had been implanted in the tavr procedure. The patient experienced left side facial droopiness which stayed permanent. In the physician's opinion, the stroke was unrelated to the sentinel procedure.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported that a stroke occurred. A sentinel embolic protection device had been used in a transcatheter aortic valve replacement (tavr) procedure. Eight (8) hours post procedure, the patient had a stroke.